Event description:
Pt was seen by clinic on (B)(6) 2012, where it was observed the implant came out. It was reported that during implant placement the torque setting may not have been adequate to fully seat the implant. Revision surgery scheduled.

Manufacturer narrative:
Implant loss is unk to occur and considered in the rmr and communicated in the pt info.